Manufacturer narrative:
The device was received, and the evaluation is anticipated; however, not yet begun. The device history review is in progress. Once the investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that a patient had an implant fail after the clinical procedure. There was no adverse event and no injury.

Manufacturer narrative:
Additional information: section d. D3: manufacturer address and phone number updated from initial submission. D4: unique identifier (UDI) # added as it was omitted from the initial submission. Section g. G1: contacting office-manufacturing site address and phone number updated from initial submission. Correction: section b. B1: classification of the complaint has been revised from serious injury to malfunction based on the information provided. Section h. H1: malfunction selected. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router stock product results: the packaged stock product is not applicable forreview since no defect or non-conformity observed from returned product. Returned sample(s) /device inspected results: the implant was returned but not in the original package. The part was visually inspected and verified to be a hahn implant 3.5 mm x 11.5mmusing the radiographic template. Some bone debris was detected. No defect nor non-conformity was observed. Investigation results: complaint verification this complaint is verified based on the returned part and information provided by the physician. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review : the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned part inspection results the returned part was inspected and evaluated visually in comparison with the DHR. No evidence indicated that the failed implant was defective. There was no evidence found to indicate that the reported issue was caused by the device itself. The product investigation questionnaire indicated no serious injury to the patient. The patient did not have bone loss, granulated tissue or infection. Conclusion: the complaint is not confirmed.

Manufacturer narrative:
Correction to patient identifier, age, and sex.